Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: no defect was found. Unable to duplicate the complaint. The last bolus delivery and the last bolus delivery were on (B)(6) 2015. Pump completed 24hr duration testing with no alarms. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient has had diabetic ketoacidosis (dka) twice this year. The pump was not available for troubleshooting. This issue is being reported as the patient experienced dka and the pump could not be ruled out as a cause contributor.